Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). No product performance allegations were made; however, preliminary laboratory analysis found the device did not meet longevity expectations.